Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to facial nerve stimulation, the patient cannot keep the eye open. Facial nerve stimulation was reported on (B)(6) 2024. Facial nerve paralysis was reported on (B)(6) 2024. In addition, the patient cannot wear the audio processor. Before the issue, hearing performance was good. The reimplantation surgery was conducted on (B)(6).

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specifications. According to the information received from the field, the device was explanted due to facial nerve paralysis and facial nerve stimulation in the setting of ramsey hunt syndrome, a viral infection affecting the facial nerve. Reporteldy the electrode was fully inside the cochlea. This is a final report.

Event description:
Due to facial nerve stimulation, the user cannot keep the eye open. Facial nerve stimulation was reported on (B)(6) 2024, facial nerve paralysis on (B)(6) 2024. In addition, the user cannot wear the audio processor (ap). Facial nerve stimulation occured when the ap was worn and electric stimulation was present, facial nerve paralysis was confirmed without the ap. The user was reimplanted on (B)(6) 2024 in order to replace the electrode since a facial nerve decompression was necessary.